Event description:
This is the fifth of five MDR for the same pt. Imp date: 4/06. It was reported that a pt underwent bilaterl implant reconstruction of the posterior mandilbe tooth sites 19, 20, 30, and 31 involving bio-oss, proosteon, allograft, prp and steri-oss replacement select using bilateral steri-oss replace tapered groovy implants, cancellous allograft, infuse bone graft and expanded titanum mesh ridge maintenance implants secondary to bilateral postterior mandibular edentulous atrophy. Approx 1.5 weeks pot op irrigation and debridement was performed. The implant at position 31 broke through the superior aspect of the canal. Pt experienced bilateral numbness post-op, and the 13mm implant at postion 31 was replaced with a 10mm implant via second procedure on post-op day. Approx 1 week post-op, pt was found to have dense burning bilateral sensory deficit which the surgeon believed was related to bilateral swelling and/or surgical injury to the neurovascular bundle in the left inferior alveolar canal. Approx 2.5 weeks post-op the pt developed recurrent swelling of the soft tissues with exudates of the lower jaw which required a total of 5 I&d procedures. During the third I&d, the right side mandibular implants were removed, and during the fifth I&d, the left side implants were removed. Approx 5 weeks post-op, the pt presented with a possible pathologic mandibular fracture. Treatment is unk. A prior surgery involved the use of heliostat, a bovine collagen type-I product. Pt had a similar experience post-op.

Manufacturer narrative:
Device was not returned to MFR for eval. Unable to determine the cause of the event.